Event description:
It was reported that there was decreasing sensing and increasing sensing variability on the right ventricular (rv) lead. Short intervals were also noted and a lead failure was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154atg, implanted: (B)(6) 2006; 407652 crdm non-defib lead, implanted: (B)(6) 2006. (B)(4).